Event description:
Coronary stent with delivery system was advanced to the target lesion site in the patient's right coronary artery. "The stent was left in the artery undeployed." No attempts were made to retrieve the stent and its location is unknown. There were no clinical sequelae reported relative to this event.